Manufacturer narrative:
Device was received with normal operating currents and no unexpected off no power, low battery, bad battery, battery out limit, failed battery test alarms during testing. Radio frequency failed self test error alarm during self test due to faulty connector on radio frequency board. No excessive "no delivery" alarm or no low reservoir alarm during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that the insulin pump alarmed a radio frequency failed self test alarm. Customer's blood glucose was unknown. During troubleshooting, found no delivery alarm in history. After troubleshooting, customer was advised that the device will be replaced. Customer agreed to return the device for analysis.